Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - a shock impedance >150 ohm was noted. During the revision on (B)(6) 2012, intraoperative measurements of the lead, for the distal coil, showed an impedance >3000 ohm. The proximal coil was unremarkable. The lead was left in place and deactivated. A new lead was additionally implanted.